Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Physician reported that after essure placement, patient experienced possible allergy, so she requested removal. No additional information was provided. Follow up information received on 19-sep-2016 from nurse: the nurse stated the physician had a patient who he believed was allergic to essure. She mentioned that this occurred a few years ago (exact date unknown) and that essure was removed at that time. She did not have any further information at this time. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced possible allergy to essure. Essure was removed. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, it was reported that she experienced this event after essure placement. As no alternative explanation was provided, a causal relationship with suspect insert cannot be totally excluded. This case was upgraded to incident since a device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 21-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced possible allergy to essure. Essure was removed. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, it was reported that she experienced this event after essure placement. As no alternative explanation was provided, a causal relationship with suspect insert cannot be totally excluded. This case was upgraded to incident since a device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.